Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 97 mg/dl, 106 mg/dl, 110 mg/dl, 108 mg/dl, 114 mg/dl, 139 mg/dl, 150 mg/dl, 144 mg/dl, 205 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.